Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was non-reproducible noise on the right atrial channel of this device with no oversensing or inhibition reported. It was also noted that the device was pacing during an ablation even though it was in monitor only mode. Boston scientific technical services (ts) explained that was due to fallback pacing. The field representative reported missing electrograms; ts discussed it was likely due to sense amplifiers being saturated during the procedure. Ts suggested isometrics to reproduce the noise; the field representative suspected it was due to electromagnetic interference (emi). It was later reported that, after reprogramming the device mode to ddir, the impedance on the ra channel was low and out of range. Periodic loss of atrial capture was also observed. This device remains in service but was reprogrammed to optimize therapy. No adverse events were reported.